Event description:
The customer reported while she was priming her insulin pump the insulin kept squirting out, and the device also alarmed. The blood glucose reading was 140mg/dl. Advised the customer that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed and was unable to prime during the prime test as a result of a loose drive support disk.